Event description:
It was reported to philips that the x-ray was not possible due to the shutters being unavailable. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the shutter is not available, device was unable to perform x-ray. Customer claimed that the device reported error in collimator, device cannot perform exposure. Error "shutter unavailable, may expose outside detector area" was found. Fse checked the logfile and found that the mdy post failed. Fse confirmed that the fdcsib needs to be replaced. To resolve the issue fse replaced the fdcsib. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.